Event description:
It was reported that a small volume folfusor had a leak inside its housing after filling. The device was filled with 4600mg fluorouracil (no diluent added), with a total volume of 92ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 27, 2014 to august 28, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit. The cause of fluid inside the package was visually identified to be an untightened blue winged luer cap; no signs of leak were found inside the housing of the unit. A functional leak test was performed and the blue winged luer cap was hand tightened; there were no signs of a leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.